Manufacturer narrative:
(B)(4). The report that the guidewire got stuck in the needle was confirmed through examination of the returned sample. The customer returned one guidewire and one introducer needle for evaluation. The guidewire was returned partially advanced through the needle and was separated. The core and coil wires were broken near the distal end. The appearance of the separation points is consistent with damage resulting from retracting the guidewire back upon the needle bevel during use. The instructions-for-use (IFU) provided with this kit warns the user, "warning: do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire.". A device history record review was performed, and no relevant findings were identified. Arrow guidewires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the required standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the difficulty in advancing the guidewire. Based on these circumstances, unintentional use error caused or contributed to this event.

Event description:
It was reported that: "on (B)(6) 2025, when the ICU doctor at (B)(6) hospital affiliated to (B)(4) implanted the device, the guidewire got stuck in the puncture needle and could not be withdrawn. Therefore, the guidewire and puncture needle had to be withdrawn together, and a new catheter was re-inserted for catheterization. The customer said the swg unraveled, no harm for the patient. The patient condition is fine. Associated complaints 3006425876-2025-01157 and 3006425876-2025-01160.".

Event description:
It was reported that: "(B)(6) 2025, when the ICU doctor at (B)(6) hospital affiliated to (B)(6) implanted the device, the guidewire got stuck in the puncture needle and could not be withdrawn. Therefore, the guidewire and puncture needle had to be withdrawn together, and a new catheter was re-inserted for catheterization. The customer said the swg unraveled, no harm for the patient. The patient condition is fine. Associated complaints (B)(4) and (B)(4).

Manufacturer narrative:
(B)(4).